Manufacturer narrative:
Damaged cartridge cover. Evaluation summary: the instrument was returned with the cartridge cover cracked. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the cartridge cover condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a CABG procedure the clips weren't loaded in the jaws. No pt consequence was reported. Device will be returned.